Manufacturer narrative:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products - medical products: nexgen femoral component, catalog # 00596401752, lot #: 64128357, nexgen articular surface, catalog #: 00596405012, lot #: 64341030, nexgen stemmed tibial component, catalog #: 00598005701, lot #: 64239703. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2020-00130, 0001822565-2020-01626, 0001822565-2020-01627. Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient alleges to have pain, grinding, and popping sensation in the knee, 3 months post-operation. Further, the patient has difficulty extending the knee as it is very painful and unable to bear weight on the right knee. No revision procedure has been reported to date. Finally, the patient alleges that a unknown rod is becoming dislodged in the knee; however, the surgeon stated the x-rays show the implant is intact. Attempt for further information has been made, but no further information has been provided.